Manufacturer narrative:
The products are available for evaluation and testing. However, the products have not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2012-00552 and # 9616099-2012-00554.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician used two (1 each) vista brite tip guiding catheters (gc): a 6 fr. 100 cm. Jl3.5; and a 6 fr. 100 cm. Xb3.5/sh. The physician experienced some difficulty engaging the target lesion with the (non-cordis) guidewire. After removing both guiding catheters and re-flushing them, a foreign substance was found. There was no reported patient injury. The patient was transferred to another facility for treatment due to the inability to access the lesion with the guidewire. The target lesion was the left anterior descending artery (lad). The lesion was reported to be calcified and a near total occlusion. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use with no problems noted. Both products were flushed properly prior to the procedure with no foreign material noted. No additional information is available. (B)(4): one non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag, kink/bend conditions were found at 14.6cm and at 25.5cm from distal end, blood residues were found in the inner side of the catheter. No other issues were found. The catheter was flushed and a guide wire lab sample 0.038 was inserted throughout the catheter in order to verify for foreign materials inside of the catheter and no foreign materials were found. However, since product was clinically used in the patient and due to the condition that it was received (coiled), it was not possible to compare the catheter shape against the shape master drawing. The catheter external components (body shaft and hub) were visually inspected using a vision system device and no damages/anomalies or missing parts were detected, as well as the inner side of the unit was inspected using a borescope for damages and/or missing coating (ptfe) and no missing coating or damages were observed throughout the catheter inner length. The catheter od and ID were measured nearest to the kink/bent conditions and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the guiding catheter manufacturing process was reviewed and there were no tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. The complaint reported by the customer 'foreign material' could not be confirmed due that no coating damages or missing parts and no other foreign materials were observed throughout the catheter inner and outer length. The device did not present any obvious indication of manufacturing defect or anomaly; therefore no corrective or preventive actions will be taken at this time. The reported customer complaint of foreign material was not confirmed through failure analysis as no foreign material exited the catheter during functional analysis and no anomalies were noted using a borescope. With the information provided it is not possible to determine an exact cause for the event reported by the customer; however procedural factors such as not routinely flushing the catheter while in the body to prevent clot formation can contribute to this type of issue. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2012-00552 and # 9616099-2012-00554.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician used two (2 each) vista brite tip guiding catheters (gc): a 6 fr. 100 cm. Jl3.5; and a 6 fr. 100 cm. Xb3.5/sh. The physician experienced some difficulty engaging the target lesion with the (non-cordis) guidewire. After removing both guiding catheters and re-flushing them, a foreign substance was found. There was no reported patient injury. The patient was transferred to another facility for treatment due to the inability to access the lesion with the guidewire. The target lesion was the left anterior descending artery (lad). The lesion was reported to be calcified and a near total occlusion. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use with no problems noted. Both products were flushed properly prior to the procedure with no foreign material noted. No additional information is available.